Event description:
There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Not enough information was provided by the reporter for further investigation. The indicated company lens is a non-toric lens and does not have a cylinder component for astigmatism. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A customer claimed that ever since having an intraocular lens (iol) implanted, the customer was extremely sensitive to light and lighting in supermarkets/department stores. Customer was unable to drive at night. Eye drops were applied to help with the symptoms. However, the customer needed to wear glasses to slightly improve the distance vision, and added lenses extractive transition which was helpful. Compared to before the operation, the customer/consumer could see less well. Additional information received stated that patient also had lots of halos and astigmatism.